Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt cable connecting electrodes c and d, ECG a, b and front te cable, and the trunk cable was severed and missing. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.